Event description:
It was reported that during an angioplasty treatment procedure, a balloon rupture occurred. The target lesion details are unknown. The physician advanced the 6.0 x 100, 135cm mustang balloon catheter to treat the target lesion. The balloon ruptured at unknown inflation and unknown pressure. The device was removed and the procedure was completed with different device. No patient complications were reported and the patient's status is fine.

Manufacturer narrative:
(B)(4). Device evaluated by MFR: the device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplementary medwatch will be filed. (B)(4).